Manufacturer narrative:
Manufacturing site: (B)(4). The guide wire was returned for evaluation. Peeling of the ptfe coating was confirmed on the guide wire shaft approximately 104 - 108cm proximal to the tip. The bear core shaft was observed intermittently. No other damage such as a kink was observed on the returned guide wire. To replicate the observed ptfe coating damage, a torque device was attached on an unused guide wire. Then the torque device was lightly tightened and moved over the sample guide wire so that its metal chuck would scrape the wire surface. As a result, similar coating damage that was seen on the returned guide wire was confirmed on the sample guide wire. Lot history review revealed no anomaly related to the reported event including ptfe coating adhesiveness. No other similar product experience report was received from this lot. In the production process, namely after the ptfe coating over the shaft is done, coating adhesion test is conducted with each coating lot in order to check the adhesion strength meets the product's specifications. The ptfe coating adhesion strength of the subject lot was confirmed that it has met all testing criteria. Based on the obtained information and investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated with the metal chuck of a torque device that was probably incompletely tightened or incompletely loosened at the time it was moved over the guide wire. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility out that some coating fragment(s) might remain in the patient could not be completely ruled. The malfunction and adverse effects section of instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that the ptfe coating of an asahi fielder xt-r guide wire peeled off during a pci to treat an occlusion in the lcx #12. After initial stent deployment was performed, the guide wire was used to approach the #12 lesion when peeling of the ptfe coating was noted. The guide wire was replaced with new one and no particular intervention was performed against the peeled coating. The procedure was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event.